Manufacturer narrative:
One sample was received for evaluation and the reported event was confirmed. A visual inspection was conducted and it was noticed the flange and the right and left hole of the cannula present damage and a dimensional inspection was performed on both holes diameter. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication regarding a tube that broke while in patient. Patient was admitted with basil ganglia hemorrhage requiring full ventilator support, ventilator settings: assist control, rate 18, 5cm peep. The customer reported that about 8 hours after placement, the patient coughed hard and the trach broke off at the part that the inner cannula goes through (cannula). According to the reporter, the doctor changed the trach out. It was reported that the product was not expired.

Event description:
Medtronic received a communication regarding a tracheostomy tube that broke while in patient. The customer reported that about 8 hours after placement, the patient coughed hard and the tube broke off at the part that the inner cannula goes through. According to the reporter, the doctor changed the tube out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.